Event description:
The customer reported a crossover circuit fault occurrence. No patient involvement reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
.